Event description:
A 1.25 diameter x 6mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of an lad lesion. The lesion morphology was reported as severe calcification with 99% stenosis. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation, however. He encountered strong resistance while advancing. It was reported that the balloon was inflated at 12 atms three times, however, on the third inflation there was a drop in pressure. The device was successfully removed. Another manufacturer's balloon was used to complete pre-dilatation of the lesion. A micro driver was successfully implanted at the lesion site. No clinical sequelae were reported and the patient is fine. Medtronic has received the device and the evaluation has been completed. There appears to be a small hole in the balloon at the distal end of the marker band. The device failed the patency test due to hardened blood/ contrast present in the inner lumen however, when the device was left in a water bath at 37 degrees celsius, the hardened residue dissolved and the device passed patency. Hardened solution remained in the balloon and it was not possible to inflate the balloon in this condition so the device was replaced in the water bath for an extended period of time. Later, during the investigation, the dial of the inflation device held a pressure of 12 atms most likely due to the presence of the viscous solution in the inflation lumen however, a small leak was noted on the distal side of the marker band and liquid was seen to exit out of the balloon at this point. As it was confirmed that the device passed negative prep and had previously been inflated twice prior to the leak being noted on the third inflation attempt, it appears most likely that the target lesion, which was reported as being in the lad #6 and severely calcified with 100% stenosis, may have damaged the balloon material when the device was being advanced/placed and inflated in the vessel resulting in the balloon rupture. Upon review of the balloon, longitudinal scraps were also noted on the proximal balloon indicating that the balloon material had caught on calcium or the stenosis during the procedure which again suggests that the patient morphology was the root cause of the event.

Manufacturer narrative:
Evaluation: results: severe calcification with 99% stenosis. Evaluation: conclusions: severe calcification with 99% stenosis.